Event description:
During the course of routine transport, bags of leukoreduced red blood cells have leaked within the transport container. Close examination of the bags in question reveals that they have separated at the side seams. This may be due to a defect in the bag manufacturing process.